Event description:
The facility reports while lowering the client onto the bed, the hanger bar became detached from the boom. The carer managed to prevent any injury to the client. The device was inspected and found to be in good condition overall. The function test was successful. The only issue noted was the missing hanger bar. The device was removed from service and pictures taken. The last date of service on the lift involved was (B)(4) 2009, under an arjo service contract. No modifications to the device were noted. (B)(4).

Manufacturer narrative:
A supplemental report will also be submitted when the manufacturer concludes their investigation.